Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Was the device removed? If so, please date and details of the re-operation. What is the most current patient status? --please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Post-op, the patient experienced poor wound healing. The patient found that tissue liquefaction had not been absorbed after suturing with this suture. After disinfecting the wound, observed the subsequent condition of the wound. Additional information was requested.